Event description:
The user reported that while pulling the wire back through the needle the wire frayed near the proximal end of the needle. The wire curled but did not break. No lot number is provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device has been returned for evaluation. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed for lot specific information as no lot number was provided. A follow-up report will be submitted when the evaluation has been completed. Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.